Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing causing device classified false termination on atrial tachycardia/atrial fibrillation (at/af) episode versus atrial blanking. It was also reported that the right ventricular (rv) his bundle lead exhibited high threshold. Both the ra lead and rv his bundle lead remain in use. No patient complications have been reported as a result of this event.